Event description:
The customer contacted philips with questions about how to evaluate the pacing functionality on the defibrillator. The customer stated it was not working properly. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.